Event description:
It was reported that during a preventative maintenance check of the external pulse generator (epg), it was discovered that the atrial and ventricular outputs were out of specification. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Electrical testing found no anomalies. The battery contacts were observed to be compressed, the lead flex cover and battery drawer were contaminated, the upper and lower cases were broken, and the ring cover, side bail covers, side bails, ring, two case screws, and the ring cover screw were missing.